Event description:
The complainant reported abnormal placement signal readings during support, alleged against the automated impella controller. The failure investigation team found the actual issue relates to the impella 5.5 pump. The alarm was muted and support proceeded with no adverse impact, however, care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue is most likely due to the patient¿s condition. All pertinent information available to abiomed has been submitted at this time.